Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event since first week of april. The symptoms were noticed within three hours of insertion. The site was abdomen. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.